Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that during a surgical procedure, the cement set too quickly. It was also reported that the cement delivery needle was stuck in the patient. It was further reported that a decision was made to leave the needle in the patient. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a surgical procedure, the cement set too quickly. It was also reported that the cement delivery needle was stuck in the patient. It was further reported that a decision was made to leave the needle in the patient. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not available for return.